Manufacturer narrative:
Pt info: unk. PMA/510k: this product is not marketed in the us. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -8.00/1.00/072, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was removed due to excessive vault and significant reduction of irido-corneal angels. A shorter length lens was later implanted and the problem resolved. The reporter indicated that the cause of this event was "user error", incorrect wtw entered.